Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the occlusion issue by changing the soft cannula infusion set, and was educated by technical support on how the insulin fill estimate works when there's a variance in measured pressures. The case was subsequently closed after the customer declined additional assistance for frequent occlusion issues.